Manufacturer narrative:
Event description, corrected data: supplemental #1 report inadvertently did not state that the lead and generator were received by the manufacturer for product analysis. This was corrected in supplemental report #2. Device available for evaluation, corrected data: supplemental#1 report inadvertently did not state that the device was available for evaluation. This was corrected in supplemental report#2. Date received by manufacturer, corrected data: supplemental#2 report inadvertently listed the wrong date. Date of event, corrected data: supplemental #2 report inadvertently did not list the updated event date. Relevant tests/laboratory data, corrected data: supplemental #2 report inadvertently listed incorrect dates for the system diagnostic tests.

Event description:
The lead and generator were returned for product analysis. The lead underwent product analysis and a portion of the lead assembly including the electrodes was not returned. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest discontinuities in the returned portions of the device in the returned portion of the lead. The generator underwent product analysis and diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
The patient has received a full revision surgery due to high impedance. The products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported that this patient's device showed high impedance, which was confirmed through a system diagnostic test. No known surgical intervention has occurred to date. No other relevant information has been received to date.